Manufacturer narrative:
A call to technical services came in on (B)(6) 2011 to report a ask a question regarding the performance/reliability of an ICD. Of note, the reportable injury is normally submitted via bimonthly med watch report submission that would have been submitted on (B)(6) 2010. Information was subsequently received on (B)(6) 2011 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death this event no longer qualifies for the bimonthly reporting and is therefore being submitted as a 30-day report. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The data revealed originally there were no anomalies found. However, further analysis of the save to disk revealed interference/noise. There were ventricular short interval count v-sic=170.2 counts avg/day, in 1.00 day, between (B)(6) 2011 12:31:43 and (B)(6) 2011 12:38:46. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
A call to technical services came in on (B)(4) 2011 to report a ask a question regarding the performance/reliability of an ICD. Of note, the reportable injury is normally submitted via bimonthly med watch report submission that would have been submitted on (B)(4) 2010. Information was subsequently received on (B)(4) 2011 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death this event no longer qualifies for the bimonthly reporting and is therefore, being submitted as a 30-day report. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The data revealed no anomalies found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room unconscious and in persistent ventricular fibrillation. The patient's spouse reported that the patient had been shocked multiple times the previous day, while alert, aware and conscious and was rescued / converted by external defibrillation the previous day. During the device interrogation it was determined that the patient was in an sinus ventricular tachycardia with rapid ventricular response and that the patient had received additional shocks since being transferred to the intensive care unit. The physician requested that the ICD be programmed off. The patient subsequently died. Cause of death was requested and not received.